Event description:
Per rptr. "When disconnecting a needle from the top injection site, the septum separates from the tubing breaking the sterile path and rendering the set unusable. In one case only the septum separated, in a second the septum and the wrap-around collar/seal together separated from the tubing. Rptr has two samples. There is no evidence of blood contamination, but both sets were used on patients and are in a biohazard bag. User has multiple occurrences of separation or leaking from this particular port. User has used this product for several years but have only encountered this problem recently. User does not know the lot numbers involved in the frist local reports. "Upon further discussion with the account, reporter stated there was no patient compromise."